Manufacturer narrative:
Device power up properly after battery installation. Device passed displacement test, rewind, prime or seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test. No unexpected alarms noted during testing. Power connector plug in and locked in place properly. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose and insulin pump was not working. The customer blood glucose level was 600 mg/dl at the time of incident. Customer treated with manual injection. Customer stated that they had high blood glucose even though they already provided himself a bolus no alarm on the insulin pump like insulin flow block. The customer was assisted with troubleshooting and declined for high blood glucose. The insulin pump will be returned for analysis.